Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and spouse started a new cartridge and tubing, then found the insulin empty with elevated blood glucose the next day and identified that the luer connector had not been attached, which led to interrupted insulin delivery; customer care provided troubleshooting and education, and the change cartridge and fill tubing process was completed successfully. Symptoms included hyperglycemia with a reported high over 400 and levels outside target overnight, without ketone testing, back-up therapy, or medical intervention. Outcomes included transient high glucose without hospitalization or other clinical intervention. Investigation included remote troubleshooting and user education. Investigation of this case revealed an infusion set connection error due to the luer connector not being attached, consistent with infusion set deployed incorrectly or connector not attached correctly, resulting in inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that user setup error was the probable cause.